Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a right knee revision due to loosening, and effusion. The surgeon noted the patellar component was well-fixed and not revised. He indicated the tibial component had completely de-bonded from the cement, at the tray/cement interface. The surgeon noted some posterior lysis both medially and laterally to the femur. The femur was revised. The patient was implanted with attune knee system and smartset cement x 3. There were no complications reported with the procedure. Doi: (B)(6) 2013 (cement, tibial, femoral, patellar components). Doi:(B)(6) 2015 (tibial insert). Dor: (B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Patient underwent a revision with unknown cement secondary to persistent effusions and loosening of the tibial component at the cement-implant interface. The surgeon noted lysis on the posterior aspect of the femur. He did not revise the patella. Doi: (B)(6) 2013; doi (liner): (B)(6) 2015; dor: (B)(6) 2016.